Event description:
A twin-pass dual access catheter was used during a patient procedure. During the procedure a balloon trapped the tip of the twin-pass. When the twin-pass was removed from the body, the tip of the twin-pass separated and remained in the patient. The tip of the twin-pass was unable to be retrieved however, the physician believes there will be no long term patient effect.